Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea and a little coughing while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Box d and h is updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea and a little coughing while using the device. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. The device was scrapped. In previously submitted the event description was missing, in this report the device evaluation description has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea and a little coughing while using the device. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. The device was scrapped.